Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer who reported that they observed smoke coming from the battery compartment of an I-stat analyzer. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).